Event description:
It was reported that the patient connected to the sensica device would remove the bag tubing from the sensica device tube holder because the patient felt uncomfortable pressure on bladder. Since the patient kept removing the tube, sensica device would stop operating. Additional urine output detected message had appeared which was not accurate and the tubing was accidentally manipulated. And when "no" was selected for "add additional urine output" the previous one hour timestamp of urine output was missing at 1:00 to 2:00 pm. Stated the system did not reboot and was continuously running and the alert had occurred before the change of the hour at 2:00 pm. No medical intervention was reported .

Manufacturer narrative:
The reported issue was confirmed design related. The identified root causes is ¿software issues¿ as it was confirmed that due to certain software steps being interrupted, that uo was not being reported or calculated correctly. Furthermore, multiple contributing factors were identified for the uo accuracy issue under evaluation: ¿ambiguous IFU¿, ¿ungraceful shutdown,¿ ¿not following IFU,¿ ¿power issues,¿ ¿software anomaly assessment,¿ ¿product acquisition evaluation and integration," and ¿ICU layout¿. However, all the contributing factors are correlated to the disrupting software operations particularly with relation to the power supply and ungraceful shutdowns. It was a combination of the ungraceful shutdowns that forced the software issues to be identified with increasing precedence. These issues were previously thought to be a lower risk level, but the current complaints show that this assessment was inaccurate. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The instructions for use were found adequate and state the following: "IFU for properly charging the device: when first using the sensica uo system, the internal back-up battery may require charging. Plug the system into a medical grade wall supply using the power cord provided, and allow a 20 hours to charge battery. To avoid battery drainage over time, is recommended to keep the system plugged into the wall during use whenever possible. The battery will recharge when the system is plugged into a wall supply. Cautions: during system start up and in general practice, plug the sensica uo system into a wall power supply whenever possible. After using the system on batter back-up, plug it back into the wall power supply recharging and to avoid system shut down due to a drained battery." Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient connected to the sensica device would remove the bag tubing from the sensica device tube holder because the patient felt uncomfortable pressure on bladder. Since the patient kept removing the tube, sensica device would stop operating. Additional urine output detected message had appeared which was not accurate and the tubing was accidentally manipulated. And when "no" was selected for "add additional urine output" the previous one hour timestamp of urine output was missing at 1:00 to 2:00 pm. Stated the system did not reboot and was continuously running and the alert had occurred before the change of the hour at 2:00 pm. No medical intervention was reported .